Manufacturer narrative:
Visual inspection was performed on the returned sensor (B)(4) and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. No product deficiency was identified. The complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing symptoms described as, "sore skin, skin irritation, rush" at the sensor site, stating she began experiencing symptoms at the "end of september". Customer had contact with a health care professional on (B)(6) 2017 who diagnosed her with a "severe allergic reaction" and prescribed hydrocortisone cream (topical steroid) for treatment of the sensor site.